Manufacturer narrative:
Additional information was received that the patient did not have an infection and white blood cell count was 9.0. It was noted that the patient's ipg was not holding a charge and device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the pocket site and had difficulty charging the ipg. It was determined that the battery has moved from the subcutaneous tissue and was somewhat protuberant. It was also reported that there was some redness and warmth around the device, over the superior aspect of the incision. The physician thought that this was probably an abrasion from having in contact with an object or clothing but there was no actual opened incision or drainage. The physician supposed that there was a possibility that this might be infected and would check the white blood cell count. The physician prescribed keflex and the patient underwent a replacement of the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and had difficulty charging the ipg. It was determined that the battery has moved from the subcutaneous tissue and was somewhat protuberant. It was also reported that there was some redness and warmth around the device, over the superior aspect of the incision. The physician thought that this was probably an abrasion from having in contact with an object or clothing but there was no actual opened incision or drainage. The physician supposed that there was a possibility that this might be infected and would check the white blood cell count. The physician prescribed keflex and the patient underwent a replacement of the ipg. The patient was reportedly doing well postoperatively.